Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was confirmed through review of the event history log as "improper shutdown" messages. However it can not be determined if these events are user-induced or a result of improper pump function. The device was found in specification in relation to the customer reported issue of "restarts randomly" which was not reproduced. Evaluation observed no issues upon testing the pump with a known good battery and customer power cord. The battery module was not returned with the pump. No cause was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump randomly restarted. There was no patient involvement. No additional information is available.